Event description:
During pericardiocentesis, merge nibp (non-invasive blood pressure) stopped working. Patient placed on backup anesthesia monitor, blood pressure reading 130-140s systolic; merge had been reading 100s systolic. Patient placed back on merge nibp but continued discrepancy reading 100s systolic - md aware of discrepancy. Procedure continued without incident.